Event description:
Follow up information identified the patient¿s ipg was replaced and the pocket site was revised due to discomfort.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent pain and heating at the thoracic ipg site. The patient¿s ipg has become superficial after losing (B)(6). Surgical intervention may be pending to address the issue.